Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).